Event description:
It was reported that while using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes there was a discrepancy in platelet count vs 2ml k2 edta tube. This occurred on 13 occasions, however, there was no report of patient impact. The following information was provided by the initial reporter: discrepancy between the results obtained of the platelets count with a 4ml k2 edta tube (368861): 180.000 plts and a 2ml k2 edta tube (368841) : 130.000 plts with the same healthy patients blood samples. After investigations of our application dep, it shows that the problem occurs, despite of the best phlebotomy practices that were respected by the nurses.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation, and upon completion, no issues relating to erroneous results were observed. 40 retained tubes were analyzed for the edta content from and were all within specification limits. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both complaint (retain) and control samples tested were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with regards to erroneous results. Bd was not able to identify a root cause for the indicated failure mode. See h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes there was a discrepancy in platelet count vs 2ml k2 edta tube. This occurred on 13 occasions, however, there was no report of patient impact. The following information was provided by the initial reporter: discrepancy between the results obtained of the platelets count with a 4ml k2 edta tube (B)(4): 180.000 plts and a 2ml k2 edta tube (B)(4) : 130.000 plts with the same healthy patients blood samples. After investigations of our application dep, it shows that the problem occurs, despite of the best phlebotomy practices that were respected by the nurses.